Event description:
Two and one-half month old female with traumatic brain injury admitted on 9/25/93 with parietal fracture and left temporo-parietal intra cerebral hemorrhage with incresed intra-cranial pressure.the pigtail stopcocks cracked causing leakage of intraventricular fluid and blood back up in the line. She required urokinase to dissolve the clot in the cvp line.on 10/12/93 two additional IV pigtails cracked at the sideport of the stopcock on two other patients. One child's line clotted; the other line leaked, wetting the bed. In these instances no physician intervention was required.